Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a higher value when scanning the dc freestyle libre sensor compared to the built-in meter. On (B)(6) 2021 a sensor scan of 186 mg/dl obtained compared to the glucose of 40 mg/dl obtained on the built-in meter and the customer experienced symptoms of hypoglycemia described as incoherent words and delirium. When plotted on the parkes error grid, a sensor scan result of 186 mg/dl and an adc meter result of 40 mg/dl fall into the "d" zone, showing the difference in values to be clinically significant. The caregiver treated the customer with fruit and compote, then bought the child to the hospital. The child was further treated with fruit juice and "butter cakes" by the hcp for hypoglycemia. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.